Event description:
Medtronic received information regarding a magnetic resistant adjustable valve. It was reported that the valve was programmed before the case. The distal catheter was attached and tunnelling occurred. The valve was primed before placement. The flow did not match the setting as the valve was not releasing cerebrospinal fluid to the surgeon's liking. It was just a small drip when they manually pushed on the reservoir. The surgeon swapped the valve out for a different model which worked perfectly. There was a procedure delay of 25 minutes. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.